Event description:
It was reported that a pump declared alarm 30 during the pumping process. There was no reported adverse impact to customer's blood glucose. Customer continued to use pump for insulin therapy.